Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture. During the attempt to get a better lead position, the physician noted body fluids within the lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.